Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (1000 mcg/ml at 199.9 mcg/day) and bupivacaine (30 mg/ml at 5.996 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported an alarm was heard but telemetry was not yet performed. The representative was notified about the patient missing a refill a few weeks prior to the date of this report and they thought the pump was empty. The patient's pump was alarming. It was further reported the empty reservoir alarm had occurred on (B)(6) 2016. The patient experienced increased pain. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the health care provider (hcp). The patient's pump first started alarming in the beginning of (B)(6) 2015, and the empty reservoir alarm occurred on (B)(6) 2016 at 5am. The pump had been "beeping for the last three weeks" (from (B)(6) 2016). The patient's sensation of pain relief from the intrathecal pump had dissipated. The patient's pain was higher than it normally was. The denied any fevers, chills, nausea, vomiting, urinary or bowel incontinence, unintentional weight loss and imbalance. All systems were reviewed and within normal limits excluding back pain, numbness, tingling and "hands." The patient's pain scale was "2." It was also noted that the patient's blood pressure was 128/85, and the patient's heart rate was 86 beats per minute. The patient had a history of back pain. The patient's active problems included post-laminectomy syndrome and "psychological factor affecting physical condition." The patient had a surgical history of ankle surgery and back surgery. The patient was a former smoker and engaged in social alcohol use. The patient's allergies included sulfa drugs and vancomycin hcl capsules. The patient's current medications included paroxetine hcl 10mg oral tablet from (B)(6) 2015 to present. The patient forgot their appointment date (and missed their refill). The pump was checked and refilled on (B)(6) 2016. During the refill, close to the expected volume of non-turbid, non-bloody solution was aspirated, and the pump was refilled. No complications were encountered, and the patient tolerated the procedure well. The patient called a few days later stating that the pump was working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.